Event description:
I had the essure procedure in (B)(6) 2010. Since then I have had bad menstrual cramps where before I had very few. My periods come for a couple of months then go away for months. The doctor checked and could not explain why this is happening. I have started developing large cysts on my ovaries where I have never had any problems like this before. I have nausea constantly. All this started right after I had the procedure. At first, we thought it was because of the depo shot the doctor gave me, but it is still happening and getting worse. I have sharp pains every month in my right ovary whether I start or not. I do not know if this can be removed (I was told they can not) but my insurance will not pay for any procedure. Now after the reports I worry constantly. I am starting to have pain when intimate in my sides and the doctor says he sees no problem at my last visit.